Event description:
The customer reported a clenz leak (approx 100cc) coming from the diluter module at the front of the beckman coulter lh750 analytical station. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) traced the leak to a broken sample line at the diff mixing chamber (vc25). The fse replaced the tubing and cleaned the leak. There was no further evidence of leaking. Root cause for the leak was a broken sample line at the diff mixing chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).